Event description:
The customer reported a leak from the white blood cell (wbc) bath inside a coulter act diff 16 analyzer. The volume of the leak was less than 20 ml and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of biohazard exposure to the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a hole in tubing between fitting fy4 and fy13 that caused the wbc bath to overflow. The fse replaced the tubing and the instrument was able to run without leaks. Repairs were verified per established procedures. (B)(4).